Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the product evaluation shows, 352.040 5.0mm flexible shaft is an instrument which is routinely used in the flexible reamers for intramedullary nails system technique guide. The 352.040 5.0mm flexible shaft was received intact and reported to have been found with a broken tip after sterile processing. This condition is confirmed; the device shows significant wear and all four distal prongs have broken off. It is likely that a reamer head was not properly removed from the flexible shaft taking off all four distal prongs with it; however, this complaint is not a result of any design related deficiency. The drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The device was manufactured in 8/2012 and is over two years old. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during sterile processing on an unknown date that the tip of the distal end of a flexible reamer shaft was found to be broken off. No patient involvement, this even occurred outside of the operating room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.